Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. No unexpected replace battery alerts or replace battery now alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power loss. Customer blood glucose reading was 7 mmol/l. Customer stated that this is the second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was performed. The insulin pump will be returned for analysis.